Event description:
Hcp reported the pt has a severe form of scoliosis causing the pt to have multiple rods/pins implanted. In 2004 the pump was implanted but the catheter, due to the physical challenges with the spine, was not able to be implanted. A CT and MRI were performed to verify locations for the catheter implant site. The catheter was successfully implanted the next day. At this time a resident, who did not know the pump tubing had been primed at pump implant, bolused the pt's pump which led the pt to be overdosed. The pt became unresponsive. The pt was treated with respiratory and cardiac support and the pump was turned off. The pt was sleepy, but alert a few hours later. The pump was subsequently explanted 7 days later due to an unrelated infection. The pt was scheduled to be discharged from the hosp and will continue with IV antibiotics for an additional 4 weeks. A follow up report will be sent if additional info is received.